Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles in the tubing of multiple infusion sets. The customer's blood glucose (bg) level was 392 mg/dl with low ketones and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections.